Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2e0kb implanted: (B)(6)2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about a year ago they were told that they had a "felled lead," and had to go for reprogramming sessions periodically. They said that they kept track of all the adjustments. They took medication to help with symptom control. They also reported that they did have a hip x-ray a few months ago and was told that the implant was in the way of the x ray. On (B)(6)2025 additional information was received from a healthcare professional (hcp). The hcp reported that the patient was mostly likely referring to a "failed" lead. They noted that on (B)(6)2024 they were found to have abnormal impedances (e0) and changed were made to the programs. They also had a lower right buttock pain documented on (B)(6)2024. The cause was unknown. It was difficult to know if the stimulator was causing the buttock pain. When asked what steps were taken to resolve the issue, they stated that the changed programs were utilizing another electrode. They had offered a lead revision and the patient had an appointment to discuss the revision on (B)(6)2025. This issue had not yet been resolved.